Event description:
It was reported by a customer complaint that the patient had been hospitalized due to a diabetic ketoacidosis. The patient's physician insisted that the patient return the suspect device and have it evaluated to determine if it could have malfunctioned and contributed to the alleged incident. The event log was reviewed with the reporter via the telephone and there were no indication of any malfunction or faults. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.